Event description:
It was reported during a routine check discovered by the customer ,the cardiosave intra-aortic balloon pump (iabp) unit parameter monitor does not turn on. It has a total white screen. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found white display. Work carried out: fault search performed, display and signal cables replaced, functional tests. Final result: repair completed. Operational tests carried out with positive results. The fault did not cause damage/inconvenience to operators/patients or delays in procedures.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).